Event description:
It was reported that during a ptca/stent procedure on an acute myocardial infarction pt, the lesion in the rca was pre-dilated and the penta was placed and deployed. A perforation was noted after successful stent deployment. Another co's covered stent was placed over the perforation to successfully treat the vessel with good results.